Event description:
It was reported that during a davinci-assisted medial segmental hepatectomy and cholecystectomy procedure, significant bleeding necessitated the procedure approach to be converted to open surgery. The initial medial segmental hepatectomy, performed to resect a tumor, was successfully completed, and the remaining tissue was visualized before proceeding to the cholecystectomy for cholecystitis. As a result, the patient exhibited significant adhesions, which required approximately four hours for the surgeon to remove. During this time, bleeding occurred, prompting the surgeon to convert the procedure to an open approach to avoid further delays. The procedure was completed. The surgeon does not believe that a da vinci system, instrument, and/or accessory caused or contributed to the reported event. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Field h10 is blank as there are no related report numbers.